Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) and the adverse event. Based on the provided information there is a possible temporal association between the last known ccpd treatment on the liberty cycler and the patient experiencing stroke (unknown type); there is no documentation in the complaint file and medical records received that indicates a possible causal relationship. Additionally, there is no allegation of any fresenius device malfunction relative to the stroke event. The etiology of the stroke event is likely related to the patient¿s pre-existing cardiac history as noted in the complaint file by two pd nurses and the patient¿s wife. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient contact called in regarding drain complications while in drain 0 of 3. The patient contact stated the patient has just returned from hospital. During follow up the patient¿s pd nurse reported the patient was hospitalized due to stroke, which the pd nurse confirmed was due to the patient¿s pre-existing cardiac conditions. The pd nurse stated the patient continued pd treatment while they were in hospital. The patient was discharged home and was performing treatment without issues.

Manufacturer narrative:
The device was not returned to manufacturer a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. There is a possible temporal relationship that exists between the liberty cycler and the patient onset of symptoms on (B)(6) 2017 of an ischemic stroke. The patient subsequently required hospitalization on (B)(6) 2017 five hours after the completion of ccpd treatment, where it was confirmed during the course of routine investigation presence of a thrombus in the patient¿s left middle artery in the brain. At the time of this amended clinical evaluation, there have been no reported allegations against a liberty cycler device malfunction that may have contributed to the patient¿s adverse event of ischemic stroke. Based on the available information, it is unlikely that the liberty cycler is causally related to the occurrence of an ischemic stroke. The patient¿s ischemic stroke event was medically determined to be causally related to a left middle artery thrombus in the brain. Additionally, the patient¿s pre-existing co-morbid conditions may have been a contributory factor. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.